Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced soreness and mobility of the implant "croen" on #31. Upon examination, it was found that there was no bone around the implant, leading to implant failure. Implant was removed.